Manufacturer narrative:
Other contact phone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use the cardiosave intra-aortic balloon pump (iabp) unit can only be used in pressure mode. There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields- b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 . A getinge field service engineer fse was dispatched to evaluate the unit. The (fse) was able to reproduce the customer stated issue. The fse found the ECG trunk cable and ECG lead wires were corroded. The fse reported that the ECG lead wire connector was corroded by fluid damage. The fse reported that not cleaning the ECG pinch connectors is considered abuse. The fse replaced the ECG lead wire and ECG trunk cable. The unit passed all functional and safety tests per manufacturer specifications.

Event description:
N/a.